Manufacturer narrative:
(B)(4).

Event description:
It was reported the estimated device longevity depleted faster than expected within a six month period. The patient was set for a device replacement procedure as the device reached elective replacement indicator. The patient condition is fine.